Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/ (B)(4)/cat#1650de /exp. Date: unknown, UDI#: unk, return date: 2018-01-17, device evaluation anticipated, but not yet begun. Mfg. Date: unknown . (B)(4). Battery/ (B)(4) /cat#1650de /exp. Date: unknown, UDI#: unknown, return date: 2018-01-17, mfg. Date: unknown, device evaluation anticipated, but not yet begun. (B)(4). Battery/(B)(4)/cat#1650de /exp. Date: unknown, UDI#: unk, return date: 2018-01-17, device evaluation anticipated, but not yet begun. Mfg. Date: unknown, (B)(4). Battery/ (B)(4) /cat#1650de /exp. Date: unknown, UDI#: unk, return date: 2018-01-17, device evaluation anticipated, but not yet begun. Mfg. Date: unknown, (B)(4). Battery/(B)(4)/cat#1650de /exp. Date: unknown, UDI#: unk, return date: 2018-01-17, device evaluation anticipated, but not yet begun. Mfg. Date: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was found at home by neighbors on (B)(6) 2018. Patient was stated to have neurological deficits and log files indicate a two-day pump stop with multiple controller faults. Controller had controller fault alarms and it was stated that the device was not dropped. There were also critical battery alarms that were associated with power switching, disconnects, and loss of power. Patient was hospitalization as a result of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller (con302991) and 5 batteries (bat218239, bat212745, bat586296, bat218243, bat203670) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed the controller and the batteries passed visual examination and functional testing. Log file analysis revealed that the controller, con302991, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events that were due to momentary disconnections involving batteries bat218239, bat212745 and bat203670. A review of alarm file revealed that a critical battery alarm was logged o 01/02/2018, at 23:35:54. The data point prior to the alarm revealed that bat218239 was connected to power port one and bat203670 was connected to power port 2. The alarm was due to bat203670 on powerport 2 depleting below 10% rsoc. Four controller power up events were then logged afterwards, followed by a critical battery alarm due to bat203670, which was now connected to power port one (1). The controller was then in use with bat218239 connected to power port 1 one with 18% rsoc and bat218243 connected to power port 2 with 97% rsoc. Both batteries were then allowed to deplete, triggering critical battery when the batteries depleted to 10% and controller fault alarms when the batteries depleted to 0% rsoc. Based on log file analysis, the reported events were confirmed. The most likely root cause of the reported power switching events can be attributed to momentary disconnection between the controller and the batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, to the patient allowing the b atteries to deplete to 0% rsoc and/or to an intermittent disconnection on one or both power sources. Based on log file analysis, the reported critical battery alarms can be attributed to the patient allowing the battery to deplete to less than 10 % relative state of charge (rsoc) and a possible root cause of the reported controller fault alarms can be attributed to the patient allowing the batteries to deplete to 0% rsoc. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. Momentary disconnections is being investigated by the manufacturer under an internal investigation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: battery/bat218239 UDI#:(B)(4). Additional products: battery/bat212745 UDI#: (B)(4). Additional products: battery/bat586296 UDI#: (B)(4). Additional products: battery/bat218243 UDI#:(B)(4). Additional products: battery/bat203670 UDI#:(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was discharged in march to a rehabilitation center. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Original date mfg rec: (B)(4) 2018. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated there was a controller power loss.

Manufacturer narrative:
Correction to initial MDR, h10 product event summary: one controller and five batteries were returned for evaluation. Failure analysis of the returned devices revealed the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). As a result, the reported power switching was confirmed. A review of the alarm log file revealed thirteen critical battery alarms involving (B)(4) logged between 02/jan/2018 and 05/jan/2018 and five controller fault alarms were logged on 03/jan/2018. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. As a result, the reported critical battery alarms and controller fault alarms were confirmed. Log file analysis did not reveal any power disconnect alarms logged within the analyzed period. As a result, the reported "power disconnects" could not be confirmed. Analysis of the event log file revealed seven controller power up events between (B)(6) 2018. The controller was without power for 23 seconds, 43 seconds, 14 seconds, 23 seconds, 13 seconds, 47 seconds, and 14 seconds; respectively. Two additional controller power ups were recorded on (B)(6) 2018. The last data point logged prior to the controller power up events on (B)(6) 2018, which was recorded on (B)(6) 2018 at 12:25:07, revealed that (B)(4) was connected to power port one with 3% rsoc and no power source was connected to power port two. The controller was without power for a maximum of 2 days, 7 hours, 35 minutes and 5 seconds. As a result, the reported loss of power was confirmed. The most likely root cause of the reported premature power switching can be attributed to momentary disconnection between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or to the patient allowing the batteries to deplete to 0% rsoc. The most likely root cause of the critical battery and controller fault alarms can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. Additional products: battery (B)(4), h6: FDA conclusion code(s): 67. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that the pump remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary, con302991: the 2.0 returned controller, passed visual inspection and functional testing. A review of the logs confirmed that the controller was not in use between (B)(6) 2018, at 12:37:18 and (B)(6) 2018, at 20:11:14. Additional products: battery/bat218239. Expiration date: 2017-05-31. Mfg date 2016-05-31. FDA method code(s): 10, 23, 38, 3372 . FDA results code(s): 213. FDA conclusion code(s): 71 the returned battery passed visual inspection and functional testing. The log files confirm the event. Additional products: battery/bat212745. Expiration date: 2016-12-31. Mfg date: 2015-12-31. FDA method code(s): 10, 23, 38, 3372 . FDA results code(s): 213. FDA conclusion code(s): 71 the returned battery passed external visual inspection and functional testing. Log file did not confirm event. Additional products: battery/bat586296. Expiration date: 2018-09-30. Mfg date: 2017-09-30. FDA method code(s): 10, 23, 38, 3372 . FDA results code(s): 213. FDA conclusion code(s): 71 the returned battery passed external visual inspection and functional testing. Log file did not confirm event. Additional products: battery/ bat218243 expiration date: 2017-05-31 .: mfg date: 2016-05-31 . FDA method code(s): 10, 23, 38, 3372. Results code(s): 213. FDA conclusion code(s): 71 the returned battery passed visual inspection and functional testing. Log files confirmed event. Additional products: battery/ bat203670. Expiration date: 2015-12-31. Mfg date: 2014-12-31. FDA method code(s): 10, 23, 38, 3372. FDA results code(s): 213. FDA conclusion code(s): 71 the returned battery passed visual inspection and functional testing. Log files confirmed event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.